Manufacturer narrative:
It was reported that hair was noted within the syringe. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the reported problem/issue was confirmed. The sample was received with opened packaging and a root cause was unable to be determined as it was difficult to confirm whether or not the particulate was already inside of syringe upon receipt of the unopened product of it was introduced during use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was noted within the syringe.